Event description:
It was reported that a blood glucose alert did not annunciate as intended. There was no reported adverse impact to customer's blood glucose level. Additional information was not provided.